Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient had an infection following the ins replacement and the patient had surgery to explant the battery. The issue was reported to be resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.